Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: unknown, not provided. If explanted; give date: not applicable as the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. There were no discrepancies found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that no additional complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was being implanted, a foreign substance, a white attachment was observed. After the iol was implanted, they attempted to remove the foreign material with a sinskey hook, but they could not take it out. The physician considered the possible complications of removing the lens and the procedure was completed without any changes. The post-operative inflammatory finding was within normal limit. There was no patient injury reported. No additional information was provided.